Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield were returned with the catheter. The balloon deflated smoothly. Balloon deflation time was measured at 1 second and it was confirmed to be within specification. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No resistance was felt during injecting air. No visible damage to the balloon latex or bonds was noted. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. The balloon inflation test was performed using returned syringe with 1.5cc air by holding the balloon under water. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of deflation difficulty could not be confirmed during the analysis, as the device responded appropriately during functional testing. The complaint appears to be related to device handling; there was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
It was reported that "the balloon did not deflate after insertion during use." There was no problem observed at the pretest before use. Deflation test was performed after the catheter was removed, and the gradual balloon deflation was observed. There was no problem reported from the customer at the removal of the catheter. There were no patient complications reported.